Event description:
Patient found deceased in home wearing continuous monitoring device, malfunctioned. "Best buy health, boston, ma 02210, us. Soft horse five and alert dill three. Manufacturer is samsung: soft horse five current_health_tablet - (manufacturer is samsung). Manufacturer is best buy health, current health of the below products: soft horse five current_health_wearable_v2. Current_health_homehub alert dill three. Ihealth_bp5s." Reference reports: mw5154020, mw5154021, mw5154022.